Manufacturer narrative:
The investigation for the reported issue has been completed. Data logs show there was sudden drop in flow and loss of motor current pulsatility accompanied by suction alarms and no change in p-level. The placement signal briefly went ventricular prior to the alarms. Visual inspection of the returned pump revealed a significant cannula kink near the inflow cage. No other damage or abnormalities were found. After reviewing the clinical information, it was determined that the cause of the low pump flow was a kinked cannula stemming from the advancement of the repositioning sheath. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support the cannula kinked. The pump was removed and replaced with a new pump to continue with patient support.